Manufacturer narrative:
A service engineer (se) inspected the device and replaced the gui (graphical user interface) printed circuit board (pcb) to resolve the issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperable gui (graphical user interface) printed circuit board (pcb). The unit indicated: "gui lost."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperable gui (graphical user interface) printed circuit board (pcb). The ventilator was not on a patient at the time of the event.